Event description:
According to the reporter, during an inguinal hernia, intraoperative findings revealed a very large hernia containing a fixed sigmoid colon, a lipomatous hernia, and an external oblique lipoma, which was resected during the procedure. A left inguinal hernia was diagnosed and treated with the interposition of a polyethylene plate in the intermuscule, and antibiotic prophylaxis was administered intraoperatively. Two mesh implants were placed during the surgery. Postoperatively, the patient experienced ongoing discomfort and pain at the implant sites. At the end of 2023 and the beginning of 2024, pain in the lower abdomen became markedly accentuated, and the patient was hospitalized for an autoimmune disease, which was suspected to have been triggered by an infection.

Manufacturer narrative:
D10 concomitant product: tet1309d, tet1309d parietex 3d preshaped py 13x9cm, (lot # swh1664m) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.